Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is undetermined. A visual examination of the returned device noted a bent mechanical stop on the locking mechanism, allowing the device to rotate within the cubby. The device was able to connect to a feeding set without difficulty. The reported malfunction is not confirmed, the cause is undetermined.

Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, approximately 1 month after placement, the feeding could not be securely connected to the button. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no patient complications reported as a result of this event. The pt's condition was reported to be "good."